Manufacturer narrative:
Additional information/correction: the concomitant products involved in this event were inadvertently omitted from the initial MDR. Section has been updated accordingly.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received a supply bag lines are blocked alarm during dwell two of their peritoneal dialysis therapy. Treatment was cancelled and upon removing the cassette, the patient found fluid leaking into the cassette compartment of the cycler. The technical support representative advised the peritoneal dialysis registered nurse that a replacement cycler would be sent for the patient. The patient had manual supplies to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention following the event. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the leak had been discarded. Additional information was requested but was not available.